Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, interrogation of the device showed that the device had reached eri. Premature battery depletion is suspected. The device remains implanted in the patient, replacement procedure is anticipated. There were no adverse consequences for the patient.